Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further information has been obtained. Additional information was received indicating that the patients lead addition was required to address loss of coverage. The implantable pulse generator (ipg) was replaced to accommodate the additional leads. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further information has been obtained. Additional information was received indicating that the patients lead addition was required to address loss of coverage. The implantable pulse generator (ipg) was replaced to accommodate the additional leads. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further information has been obtained.